Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction foreign objects in the nozzle could not be established. And the cause of the malfunction noisy image was a damaged electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, a noisy image and foreign material in the nozzle were observed. There was no patient involvement.